Manufacturer narrative:
Investigation summary : bd received two photos for investigation. Evaluation of the photos revealed one tube with an incorrect stopper applied to an sst ii tube. Additionally, a total of 100 retained samples were visually inspected, and no incorrect stopper colors were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect stopper color. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® sst¿ ii advance blood collection tube, the customer noticed one tube in the pack had a black discoloration and damaged on its rubber cap. There was no health impact or consequence reported.

Event description:
It was reported that while using one bd vacutainer® sst¿ ii advance blood collection tube, the customer noticed one tube in the pack had a black discoloration and damaged on its rubber cap. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.